Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The other iliac of the patient¿s anatomy was chronically embolized prior to the procedure. It was reported that the wheel that controls the suprarenal stent broke off after the suprarenal stents were deployed and during retrieval of the delivery system and the physician was unable to snap the blue wheel back on, although the wheel did not appear broken. The physician was unable to get the wheel back on and had to try to hold the slider in position, in spite of this the top cap kept docking and undocking. The delivery system was eventually removed with no problems. Additionally there was an endoleak on the final angiogram which the physician believed was due to a fabric defect from the first endurant aui at 3.5 stent lengths from the ¿e¿ marker. An endurant limb as well as a cuff which was required to be implanted due to inaccurate placement of the first endurant aui due to an unknown reason but not related to the wheel problem. Ballooning was not performed. A second endurant aui was lined up with the first one exactly (not with the cuff, which was approximately 10mm higher) and the endoleak resolved instantly after relining. The physician stated the event was related to the device. No additional clinical sequelae were reported.

Event description:
A delivery system was returned for evaluation. It was determined the back end wheel did not break on this delivery system. The broken back end wheel was related to another delivery system (see MFR # 2953200-2015-00876).

Manufacturer narrative:
Conclusion: stent graft was implanted in a patient with a 90 degree aortic neck angulation.

Event description:
Review of pre-implant cta¿s revealed that the proximal neck diameter was 22m and the neck length was approximately 2cm. The neck was angulated >90 degrees to the left iliac artery. The maximum diameter aaa measured 5.3cm. The distal aortic diameter narrowed down to 15mm and was extremely calcified. The left common iliac artery diameter ranged from 10 ¿ 15mm, and was calcified with minimal tortuosity. The left access vessel was 9mm in diameter. The take-off to the right common iliac was acutely angulated. Review of angio images at implant revealed that the aui was placed up the left side and deployed <(><<)>1cm below the left renal artery. An endurant aortic cuff was then seen implanted approximately 5mm above the bifurcate, just below the left renal, and an iliac extension was seen positioned down into the left common iliac artery. The implanted aui aortic body was angulated approximately 110 degrees to the left iliac limb. Final angio showed contrast within the aaa sac coming primarily from the right side (outer curvature) of the aui, near covered springs 4 ¿ 6, beginning near the level of the distal aortic cuff. A smaller amount of contrast was also seen near the same level along the inner aui curvature. The endoleak had a blush appearance from a possible type IV endoleak. An additional aui was then seen implanted to the same level as the 1st aui. Angio showed nearly complete resolution of the endoleak. From the films provided the exact type and cause of the endoleak seen at implant could not be confirmed. Although a possible type iii fabric endoleak could not be ruled out, the blush appearance of contrast over a relative large area appears more likely to have been due to a type IV endoleak. The cause of the inaccurate delivery reported during the aui deployment due to an unknown cause could not be determined from these images. It is possible that the angulated proximal neck and calcified iliac artery may have contributed.

Manufacturer narrative:
(B)(4).